Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000033674.

Event description:
It was reported that the patient had impedances on one of their leads; therefore, the lead was replaced via surgical intervention on (B)(6) 2024. It is unknown which lead caused / contributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.